Event description:
It was reported that during a gastric bypass procedure, the seals are leaking pneumo throughout the case. This was the working port which had the insufflation tubing connected to this port. A 5mm instrument was being used in the 12mm port when the instrument was being torqued. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.